Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2015-00058.

Event description:
Allegedly, the screw broke in half.